Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, a device evaluation will not be performed. Patient medical records and imaging studies have been received for evaluation by a clinical specialist. A follow-up report will be submitted upon completion of the clinical assessment. H3 other text : device remains implanted in patient.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent raft (bsg) and an afx vela suprarenal. Routine follow-up on 10 september 2025 identified a possible type iiib endoleak. The patient was not experiencing any symptoms. Reintervention was completed the same day. The initially implanted axf2 bsg was relined with a new afx2 bsg. The patient was stable post reintervention and was doing well the next day.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest an additional endovascular procedure (repair of the right common femoral artery and non endologix stent placement) occurred, that was not included in the event as reported. This additional endovascular procedure was discovered during review of the operative report dated (B)(6) 2025. This event is not device related. Device, user, procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. However, calcium disruption occurred during removal of the non-endologix sheath from the right common femoral artery, requiring femoral cutdown and repair with a non-endologix stent. This anatomy-related event during the reintervention is not device related. There were thickened calcifications in the proximal iliacs and aortic bifurcation seen on the procedure planning. These thickened calcifications could have contributed to a type iiib endoleak but could not be conclusively determined. It was also identified that at reintervention, after successful deployment of the afx2 main body as noted in the operative note, a larger zenith sheath was used to place a non-endologix main body stent. It is unclear why a second main body was placed but it is clear from the operative notes there was no malfunction of the afx2 main body. It should be noted that he afx2 system was evaluated using endologix components. The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. The final patient status was reported as discharged home on postoperative day one in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data - additional. G3: awareness date ¿ updated. H6: investigation type codes ¿ remove 4118. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.